Manufacturer narrative:
System was used for treatment. Kit lot d343 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for pump tubing organizer (pto) leak. This assessment is based on the information available at the time of the investigation. The photo evaluation is still in progress at the time of this report. A supplemental report will be filed once investigation is complete. (B)(4)

Event description:
Customer called to report a kit leak underneath the pump tubing organizer (pto). Customer reported that at 160 ml of whole blood processed (wbp) they noticed saline at the bottom of the pto. Customer disconnected the patient from the tubing kit and discarded this kit. Patient reported to be in stable condition. The customer has agreed to send the photographs for investigation.

Manufacturer narrative:
Photos associated with the complaint were submitted for analysis. The complaint description states that a kit leaked underneath the pump tubing organizer (pto). Review of the photos could not confirm the complaint as there was no blood shown outside the tube or blood residue inside the pump tubing organizer (pto) that would indicate that a blood leak had taken place. Based on the information provided and the analysis of the photos, a root cause could not be determined. (B)(4). Device not returned.